Event description:
The customer reported that the central nurse's station (cns) did not alarm when the heart rate (hr) was at 163 (per the monitor tech). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm when the heart rate (hr) was at 163 (per the monitor tech). No patient harm or injury was reported. Investigation summary: the customer requested confirmation from nihon kohden's clinical team regarding a patient event that they think should have alarmed, but they were not sure. The customer wrote: "looking at the screen shots the concern is that there was no alarm when the hr was at 163 (per the monitor tech). They were expecting to see tachy or an svt related alarm. As I mentioned, the patient has been discharged so there is no way for me to look back in the history. I am going to be doing some testing today to make sure all alarms are working, but I wanted to send this along to the nk clinical specialist to have a look. Thank you." Nihon kohden clinical application specialist (cas) spoke to the customer about the screenshots submitted. Cas explained that the alarm settings would be needed to discuss how the monitor would alarm. The customer stated that he would look at the arrhythmia alarms in the deep software and compare them to the strips submitted. The customer later resolved this issue on their own. As such a root cause cannot be determined. There was no indication of cns malfunction. Review of service history for this cns shows this is an isolated incident. There was no recurrence history for this device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer was expecting to see tachy or an svt related alarm. The clinical specialist is working with the customer to see what happened. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was no alarm on the central nurse's station (cns) when the heart rate (hr) was at 163 (per monitor tech). There was no patient injury reported.